Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab), the console consistently generated a gas loss in iab alarm. There was no blood in the helium tubing and all connections were secure. Troubleshooting was completed. It was noted that the patient had a bloated belly and positive end expiratory pressure (peep) of 12. Augmentation was reduced by two bars with no effect on the patient's hemodynamics. The alarms stopped. It was reported two hours later that there were no further alarms. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 to apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).